Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the device and reproduce the reported event, the root cause of no image appearing could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the information from the reporter, the device has not been send in for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during a therapeutic procedure, the evis exera iii video system center image went black. The customer disconnected the device several times to restore the device. There was no harm or user injury reported due to the event.